Manufacturer narrative:
Customer report was not confirmed. Flotrac sensor zeroed and sensed pressure accurately. However dpt did not sense pressure. Electrical testing showed no contact at #1 leadwire slot of dpt cable connector. Attempt to measure input impedance with reusable cable showed open condition. However input circuit proved to be intact by measuring impedance directly to the leadwires, bypassing cable connector. These test results and visual examination of the dpt cable connector suggested that there was no contact between the leadwires at #1 slot of dpt cable connector (mold cavity #2). Both #1and 2 slot dividers were shifted to the outside. Thus #1 leadwire (of dpt cable connector) did not line up properly to make contact with monitor cable connector leadwire.

Event description:
Waveform dampened or inaccurate flotrac it was reported that the wave was unnormal. No patient injury reported. Letter required.